Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed a scope communication error b30 and produced no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle at the insertion section was slightly worn, interrupted and weakened a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b30(scope communication error) and no image was due to component failure of the universal cord. And the light guide bundle at the insertion section was slightly worn, interrupted and weakened was due to component failure of the lg (light guide) bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.